Manufacturer narrative:
(B)(4). Date of event: event month and day: unknown. Date of event: event year: 2017. (B)(4). The analysis results found that the el5ml device was returned with no damage in the external components and a photo with a clip partially closed. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The device received has been classified as an unreconciled blind unit. No further information.